Event description:
It was reported that during a rotator cuff procedure, the implant broke on insertion. All broken pieces were removed from the pt, however, the procedure was delayed over 30 minutes. The surgical center did not report any adverse consequences with the pt from this event. This device is used for treatment.

Manufacturer narrative:
Evaluation confirmed the implant was broken at approximately the fourth barb. The driver tip was also returned. The tip was bent and broken just past the laze line where the inner diameter tapers. There are stress marks at the location of the bend. The inner diameter of the driver tip, and testing for material verification were found within specifications. Device history review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. From the condition of the devices returned, it is evident that an unintended force was applied to the driver during use.